Event description:
Covidien received a report that several segments were missing from the display. No patient involvement reported. Customer found the issue when they turned on the unit.

Manufacturer narrative:
(B)(4). Covidien verified the reported unit failure of missing segments. The front pcb board was replaced which resolved the issue. Covidien confirmed the front pcb failure.